Manufacturer narrative:
The hardware investigation of the returned computer found that the reported event was related to a computer hardware issue. The cmos battery voltage was depleted preventing system from powering on. The over ride condition was reset via an internal switch. The system then booted normally with no hard drive or ram errors reported. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Return requested for suspect computer 07/21/2016. No parts have been received by manufacturer for analysis. On 07/21/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the site's navigation system computer did not boot-up properly. A "no signal" message was showing on the lcd and the, computer fan is running and stopping without proceeding to boot-up. In trouble-shooting, the power and communication connections were confirmed ok. Replaced the rs cmos battery, however, issue was not resolved. The computer is suspected as probable cause. The surgeon opted to abandon the procedure after a delay of less than one hour. No harm to the patient was reported. Surgery to be re-scheduled.